Manufacturer narrative:
Trackwise # (B)(4). For lot # 3000355528. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. For lot # 3000353454 and 3000348662 there were no ncmrs. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would just stop working during use. Harvester was not doing continuous activation. After the device was left alone for approximately a minute, the device would work again. The device was not in use for an extended period of time or firing rapidly. The handle seemed to be getting hot as well. Harvester would wait a few minutes, and it would work briefly and then exhibit the same behavior of not working. The procedure was completed with the same device. No patient effects reported.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
N/a.